Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date: 12/2020). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided breast biopsy, after the first sample pass, the top slide of the device allegedly failed prime. It was further reported that the procedure was completed with another device and no coaxial was used. There was no reported patient injury.

Event description:
It was reported that during an ultrasound-guided breast biopsy, after the first sample pass, the top slide of the device allegedly failed prime. It was further reported that the procedure was completed with another device and no coaxial was used. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One maxcore biopsy needle was returned for evaluation. During functional testing, the device self activated. An xray showed that the cannula tangs were not fully engaging with the device housing. Upon disassembly, it was observed that the right side bumper was bent. Therefore, the investigation can be confirmed for self activation of the cannula. However, the investigation is inconclusive for failure to prime. The bent right bumper most likely contributed to the reported and identified failures. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.